Manufacturer narrative:
Concomitant product : dtbb1d1 ICD implanted (B)(6) 2016.

Event description:
It was reported that one day after the implant procedure, the patient experienced uncontrolled pain and a hematoma at the device site. Initially, the patient was going to monitor the site and no antibiotics were prescribed, however due to continued bleeding, swelling, and ecchymosis that extended into the axilia, the pocket was re-opened for exploration, the hematoma was evacuated, and antibiotics were started for the infection. It was later reported the device, right atrial lead, and right ventricular lead were explanted due to the infection; the left ventricular lead was capped. The system was later replaced. The patient was a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it.) No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.